Event description:
On 6/2/2023, it was reported by a sales representative via email that an ar-2372blo knotless ac tightrope button fell off the inserter and got caught between the clavicles. The surgeon pulled it through, cut the top of the tightrope suture, and used an ar-2371 low profile ac tightrope dog bone to tie them. This was discovered during an ac join repair procedure on (B)(6) 2023. The case was completed successfully without further issues.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.